Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited increased thresholds. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had presented to the emergency room with full cardiac arrest. A left heart catheter was done, and cardiopulmonary resuscitation (CPR) was performed; the patient was eventually resuscitated. A fluoroscopy showed that the right ventricular (rv) lead had moved, although it was possible that the CPR had caused the movement. The patient later expired due to undetermined cause.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.